Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hypoglycemia on (B)(6) 2019 with blood glucose level was 40 mg/dl at time of incidence. The customer was assisted with troubleshooting. The customer was treated with glucose tablets. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the that they had backup plan available. Customer reported that they did not allege insulin pump for over delivering. Customer stated that insulin was dripping or squirting from end of set before connecting at their site. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis.